Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll australia for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The new pads and batteries were installed as precaution. The device was recertified and returned to the customer. Review of the device logs found no critial errors. Analysis of reports of this type has not identified an increase in trend.